Event description:
Device #1 of 2: reference MFR. Report: 1627487-2015-26239. It was reported, the patient never received effective stimulation. The patient underwent surgical intervention to remove her ipg (reference MFR. Report: 1627487-2015-26237) and the leads were disconnected but remain implanted.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.